Event description:
It was reported that during the procedure to treat the target lesion in the heavily calcified posterior descending artery, the 2.25 x 28 mm xience nano was advanced into the patient anatomy, but was unable to cross to the target lesion due to the calcification. The device was removed without difficulty. A 2.25 x 15 mm xience nano stent delivery system was advanced; however, this one was also unable to cross to the target lesion due to the calcification. The device was removed from the patient anatomy without difficulty and upon removal, was noted to have a lifted stent strut. The lifted stent strut caused a dissection from the posterior descending artery to the proximal right coronary artery. A xience nano stent, a xience v stent and a xience prime stent were deployed in the target vessel to treat the target lesion and the dissection. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.